Manufacturer narrative:
The lens sample was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope magnification. Visual inspection revealed that the lens had scratches in the optic zone, surface residuals and what appeared to be viscoelastic residue. The lens condition is consistent with a lens that was removed from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. . The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) model za9003 was inserted into the patient's eye and was removed within the same procedure. It was stated that the incision was enlarged and was replaced with an anterior chamber lens. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.